Event description:
Additional information was received from a manufacturer representative (rep). The rep reported they programmed around the impedances; so, it has been resolved for now.

Manufacturer narrative:
Continuation of d10: product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type: lead. Product ID: 977a275, serial# (B)(6), implanted: (B)(6) 2023, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a275 lot# serial# (B)(6) implanted: (B)(6) 2023 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6) , ubd: 14-feb-2027, UDI#: (B)(4). ; product ID: 977a275, serial/lot #: (B)(6) , ubd: 14-feb-2027, UDI#: (B)(4).b3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable neurostimulator 97716 intellis pain were associated with allegations of being out of regulation and settings not being available. The devices remained implanted and in service. Stimulation was not able to be adjusted, and no troubleshooting was performed. The issue was ongoing, and no replacement products were required. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware. It was reported that the implantable neurostimulator (ins) was associated with a loss of stimulation. There were reported high impendences on electrodes9 and 10 and measured at 40,000 ohms. Trouble shooting was performed to reprogram around the impedances. The issue is on going.